Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the complaint of ripped downstream occlusion seal and damaged upstream occlusion sensor seal was confirmed with visual inspection per pvt. Visual and functional testing was performed. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. Unit reset to standard configuration.

Event description:
It was reported that the pump had a ripped and bubbled downstream occlusion seal and a damaged upstream occlusion sensor seal. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.